Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31-may-2026, an arthrex employee reported that information was identified from a clinical study titled ¿immediate weightbearing following intramedullary fibular nailing for ankle fracture fixation.¿ the report stated that one patient with comorbid diabetes and neuropathy experienced progressive ankle collapse requiring reoperation, including revision surgery and conversion to arthrodesis. No device malfunction or failure associated with arthrex devices was identified, and the event was attributed to patient-related risk factors.